Event description:
It was reported that before use of the bd posiflush ns filled syringe, saline was leaked from a barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. DHR review shows there was no documentation of issues for the complaint of batch 8197647 during this production run.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush¿ ns filled syringe, saline was leaked from a barrel. There was no report of exposure, injury, or medical intervention.